Event description:
Elderly male with history of atrial fibrillation. Procedure: electrophysiology study with ablation. During the ablation procedure, the ablation catheter lost communication to the mapping and recording system. Communication lost. There was artifact and electrical noise on both systems. No known harm to patient. A new system used for procedure without any issues. Manufacturer response for cardiac ablation percutaneous catheter, thermocool smarttouch sf (per site reporter). Will obtain.